Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted that the patient was getting relief when increasing stimulation but will feel stimulation on a non targeted area. Tha patient underwent an ipg replacement procedure and was doing well post-operatively. Explanted ipg will not be returned.